Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal via intrathecal drug delivery pump system. The indication for use of the pump system was a head/brain injury with intractable spasticity. It was reported that the patient had experienced skin breakdown at the pump site, though what led to the event was unknown. The patient had been hospitalized and a visual examination had been performed. As of (B)(6) 2015, the issue had not resolved and the patient was with injury. The drug information, event date, actions/interventions taken, and patient outcome were not reported. Further follow-up was being requested to obtain additional information.